Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a corner of an impactor tip broke off inserting the implant. The surgical technique was utilized. There was no surgical delay, or foreign bodies retained. All available information has been provided

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned product confirmed that a corner of the impactor pad had fractured off and the device was found to exhibit signs of repeated use (nicked/gouged). Dimensional analysis of the product determined it was conforming to print specifications where measured. Fracture analysis determined the fractures were consistent with overload failure or low cycle fatigue culminating in overload failure. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of five (5) years and exhibits signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.